Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effects of occlusion, hematoma and pseudoaneurysm are known inherent risks of the procedure and the treatments appear to be related to procedure circumstance. A conclusive cause for the reported patient effect of stroke, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Estimated date of event. The device was not returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Max m. Meertens, m.d. Et al, a stopped pilot study of the proglide closure device after transbrachial endovascular interventions, journal of endovascular therapy, 1-5, 2019. Na.

Event description:
¿It was reported through a research article identifying perclose proglide devices that may be related to the following: neuropathy, hematoma, occlusion, pseudoaneurysm, access site related re-interventions, surgical evacuation of a hematoma, thrombectomy of the occluded brachial artery, and surgical repair of pseudoaneurysm. Specific patient information is documented as unknown. Details are listed in the attached article, titled "a stopped pilot study of the proglide closure device after transbrachial endovascular interventions".